Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("both essure coils were migrating out of her fallopian tubes and into the uterine cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, dyspareunia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events including both essure coils were migrating out of her fallopian tubes and into the uterine cavity (understood as device expulsion). On (B)(6) 2014, she underwent surgery (surgery to remove her fallopian tubes and essure coils) and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body. This case was classified as incident since device removal was required via surgical intervention. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('both essure coils were migrating out of her fallopian tubes and into the uterine cavity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating/ look like I am 8 months pregnant"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse") and feeling abnormal ("brain fogs"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine, dyspareunia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, dyspareunia, feeling abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information added. Event : brain fogs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('both essure coils were migrating out of her fallopian tubes and into the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating/ look like I am 8 months pregnant"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fogs"), headache ("headaches"), memory impairment ("getting forgetful") and asthenia ("no energy"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine, dyspareunia, feeling abnormal, headache, memory impairment and asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, device expulsion, dyspareunia, feeling abnormal, headache, memory impairment, migraine and pelvic pain to be related to essure. The reporter commented: essure applied with 3 coils on left & 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter information, product indication and rcc note were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('both essure coils were migrating out of her fallopian tubes and into the uterine cavity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating/ look like I am 8 months pregnant"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fogs"), headache ("headaches"), memory impairment ("getting forgetful") and asthenia ("no energy"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine, dyspareunia, feeling abnormal, headache, memory impairment and asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, device expulsion, dyspareunia, feeling abnormal, headache, memory impairment, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('both essure coils were migrating out of her fallopian tubes and into the uterine cavity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating/ look like I am 8 months pregnant"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fogs"), headache ("headaches"), memory impairment ("getting forgetful") and asthenia ("no energy"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine, dyspareunia, feeling abnormal, headache, memory impairment and asthenia outcome was unknown. The reporter considered asthenia and memory impairment to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, dyspareunia, feeling abnormal, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. New events headaches, no energy and getting forgetful were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("both essure coils were migrating out of her fallopian tubes and into the uterine cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("chronic back pain"), abdominal pain ("severe pain and discomfort / abdominal pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, back pain, abdominal pain, pelvic pain, abdominal distension, migraine and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, dyspareunia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events including both essure coils were migrating out of her fallopian tubes and into the uterine cavity (understood as device expulsion). On (B)(6) 2014, she underwent surgery (surgery to remove her fallopian tubes and essure coils) and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.